Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient's pump was last updated around (B)(6) 2013 and the low reservoir alarm date was 6/5/13; the low reservoir alarm was set at 3 ml. At that time they increased the patient¿s dose about 33%. The patient came in (B)(6) 2013. The expected residual volume was 5.7 and that was ¿pretty much what they received¿. When they interrogated the pump, it showed that the low reservoir alarm had gone off on (B)(6) 2013 and the empty reservoir alarm went off on (B)(6) 2013. The patient did not hear any alarms; once the patient was in the exam room, the nurse could hear the alarm, but the patient still couldn¿t. The patient didn¿t have any symptoms. Additional information has been requested, but it was not available as of the date of this report.